Manufacturer narrative:
Date of event: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a bladder infection. They went to their healthcare professional (hcp) and was prescribed antibiotics and, after taking them, the infection resolved. There were no further complications reported or anticipated. (Omitted information from pe (B)(4): loss of therapy/dizziness).